Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he was hospitalized due to surgery for a collapsed lung as well as blood glucose levels greater than 500 mg/dl. The customer also felt that the insulin pump was not delivering insulin accurately. The customer felt that the piston is loose and appears crooked. The customer stated that boluses that used to take four to five minutes to deliver, now take 30-40 minutes. Troubleshooting was performed. The insulin pump was programmed correctly. Advised the customer that the insulin pump would be replaced based on his concerns. Nothing further was reported.